Event description:
According to the available information, on the static side of the altis, both the static anchor and blue suture had completely detached from the mesh of the sling. The static anchor was placed into the octurator membrane and upon trocar deployment the sling came out with a tear in the mesh construct where the blue suture should be intact (static ¿ suture to mesh break (zipper)). The anchor remained in the patient's obturator and new sling placed successfully.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.